Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump screen "flashed" and the customer believed the pump was not properly functioning. The customer experienced an elevated blood glucose (bg) level with moderate ketones; however, no specific bg value was provided. Multiple attempts were made to contact customer to complete troubleshooting; however, no additional information was provided.